Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that system was not booting up anymore. Review of the system log file confirmed the malfunction as the system was not able to store image. To resolve this issue, fse reloaded the software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not bootup anymore. No harm was reported to philips. Philips has started an investigation of this complaint.